Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date with competitor products. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. During the procedure, while the surgeon was implanting the acetabular cup, two drill bits fractured inside the patient and the fractured pieces had to be retrieved. No foreign bodies were retained.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02493).